Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reew4349 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported a triple solo had total occlusion of all 3 lumens. Additional info. Received 02/02/2021 "we had to replace that catheter. This patient had no further issues with the replacement 5fr triple solo and was discharged (B)(6) 2021 with device removed."